Event description:
It was reported that the biomed was having issues with filling in an arctic sun device, they said the circulation pump, mixing pump, heater and drain valves were replaced but it was not filling, the circulation pump did not seem to be generating any vacuum. Per follow up information received on 24 oct 2024, it was reported that the sample received, and no patient involved at the time of the malfunction. Per sample evaluation results on 23 oct 2024, it was reported that the screw securing the shell to the frame was stripped, causing the insert of the shell to rupture. Ac card spade connector to the power inlet module was found blackened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was having issues with filling in an arctic sun device, they said the circulation pump, mixing pump, heater and drain valves were replaced but it was not filling, the circulation pump did not seem to be generating any vacuum. Per follow up information received on (B)(6) 2024, it was reported that the sample received, and no patient involved at the time of the malfunction. Per sample evaluation results on (B)(6) 2024, it was reported that the screw securing the shell to the frame was stripped, causing the insert of the shell to rupture. Ac card spade connector to the power inlet module was found blackened. Per sample evaluation results on (B)(6) 2025, tank seals were found lifted or missing.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided" the device was evaluated upon receipt. Ac card spade connector to the power inlet module was found blackened. Replaced ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.